Event description:
According to the reporter: occurred during a laparoscopic bariatric procedure. The stapler was being applied to the stomach and intestinal stapling. The stapler was able to fire. The silicone that is next to the clips disengaged and fell into the cavity of the patient. The surgeon withdrew the piece with permanent instruments. There was no patient harm. The patient outcome is alive, no injury.